Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the limited information provided it has not been possible to find the exact root cause for this event. However it is possible that the resistance to advancement encountered, is due to the device catching the elephant trunk prosthesis as stated by the physician. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: an (B)(6) male patient underwent taa repair with right approach. There was no problem in the access route. The patient was suitable for endovascular repair and the procedure was conducted as labeled. After total arch replacement with the elephant trunk technique with 7 cm of free-floating vascular prosthesis, the delivery system was advanced but it rolled up the free-floating vascular prosthesis. The vascular prosthesis was mended with a coda balloon and the delivery system was advanced again. However, it would not be advanced. The device was replaced with -jp modeled tx2 and its delivery system could be advanced. Patient outcome: there has been no adverse effects to the patient.